Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported erroneous high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.